Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, diagonal artery after predilatation the 2.75 x 38 mm xience prime stent was implanted, however, a dissection was noted. A second 2.5 x 38 mm xience prime stent was used as treatment, but an additional dissection was noted. A non-abbott stent was used as additional treatment of the dissection without reported issue. Post dilatation was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 38 mm xience prime stent referenced is being filed under a separate medwatch report.